Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: h2, h11. The initial report was sent in error since reported malfunction "internal restriction caused by residue inside the channel" was not found during the inspection of the device and hence would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the product exhibited residue inside the channel. There was no patient involvement.